Event description:
A surgeon reported issue with re cut reproducibility during a right eye procedure. During flap cut, it was reported that the laser stopped due to suction loss. The surgeon programmed the flap at the same depth, used the same patient interface, and successfully completed the flap making process. The flap was lifted and the lasik procedure was completed. At one day post op, the surgeon indicated that during slit lamp examination he noted a double flap. The patient's vision was unremarkable. No further information is expected for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).